Event description:
It was reported the device was explanted and replaced due to no output and telemetry difficulty. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model, and analysis findings are consistent with the reported field experience and advisory for this device. Evaluation summary: analysis revealed that there was an internal short between the cathode and the anode grid, which caused the battery to deplete rapidly.